Event description:
It was reported the programmer heads need the rubber backing. The rf (radio frequency) head was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the backing on the label was missing. Analysis also found the rf (radio frequency) head did not interrogate using a known good programmer and it failed uplink functional test due to rf head cable. (B)(4).